Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported via social media that an unspecified malfunction occurred. Date of event is an approximation. The patient experienced a defective device which occurred an unknown day after the sensor had been inserted (no information about the insertion site). The patient experienced diabetic ketoacidosis (dka) and was hospitalized. Due diligence was not attempted as the reporter's details were not able to be identified. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.